Manufacturer narrative:
The leads were discarded by the medical center. No product will be returned for evaluation.

Event description:
The patient's trial extensions and leads were explanted due to infection.